Event description:
It was reported that an infusor elastomeric device ruptured during patient use. This device was filled with a non-baxter product. The patient did not receive the entire treatment. No patient injury or medical intervention was in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacture dates october 8, 2012 - october 10, 2012. The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection confirmed a ruptured bladder in a footing position. Microscopic examination revealed marking on the interior surface of the bladder near the rupture line. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.